Manufacturer narrative:
The reported events of insulation abrasion, failure to capture, inadequate capture, and noise were confirmed. Externalized conductors were caused by internal insulation abrasion. Internal insulation abrasion breaching the inner coil and ring electrode (re) cable lumens were found at 8.0-8.3 cm from the distal tip. Internal insulation abrasion breaching the right ventricular (rv) cable lumen were found at 8.5 cm to 10.9 cm and at 12.3 cm to 13.6 cm from the distal tip. Etfe coating were abraded at the re cable and at 8.5 cm to 10.9 cm rv cable locations. Ptfe liner of the inner coil was abraded but not damaged at the 12.3 to 13.6 cm abraded rv cable region. The reported event of high lead impedance was not confirmed. The impedance test could not be measured due to the received condition of the lead. Analysis at the superior vena cava (svc) shock coil found internal insulation abrasions. Internal insulation abrasion breaching the rv cable lumen were found at 19.4 cm to 19.6 cm and 19.7 to 19.8 cm from the distal tip. Internal insulation abrasion that breached the re lumen was found at 20.1 cm to 20.2 cm from the distal tip. The cause of failure to capture, inadequate capture and noise was due to exposure of ring electrode and inner coil conductors in the abrasion zones

Event description:
It was reported that the patient presented for a lead examination in clinic. During examination of lead, it was noted that there was noise on the lead, high impedance and high capture threshold. Physician also noted that there was externalization on the lead. Physician explanted the lead and replaced it. The patient was in stable condition.